Event description:
The device was used during a right hemicholectomy procedure. Reportedly, the instrument was difficult to open. The surgeon was able to remove the device and manually sutured to complete the procedure. The hospital has reported no pt injury occurred.